Event description:
As noted in a publication, improving ivc filter retrieval rates: the impact of adjunctive retrieval techniques in 589 patients; two major complications occurred following laser-assisted retrieval of optease filters. The patients were observed 48 hours secondary to inguinal hematomas.

Manufacturer narrative:
Abstract citation: s.mouli, et al (2015, february). Improving ivc filter retrieval rates: the impact of adjunctive retrieval techniques in 589 patients; two major complications occurred following laser-assisted retrieval of optease filters. The patients were observed 48 hours secondary to inguinal hematomas. Journal of vascular and interventional radiology, 26, p.563. This medwatch report is being submitted for multiple patients with no patient demographics or device specifics. Due to the nature of the complaint, the devices are not returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as noted in a publication, improving ivc filter retrieval rates: the impact of adjunctive retrieval techniques in 589 patients; two major complications occurred following laser-assisted retrieval of optease filters. Cases requiring laser-assistance had significantly longer dwell time (643 days for laser-assisted techniques). Two major complications occurred following laser-assisted retrieval of optease filters and the patients were observed for 48 hours secondary to inguinal hematomas. The device was not returned for analysis nor was a sterile lot number provided in order to conduct a device history review. Hematoma of the puncture site is a well-known complication of percutaneous endovascular procedures and is listed in the instructions for use as such. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. The retrieval difficulty experienced by the costumer was most likely related to the length of time the filter was deployed in the patient. The IFU states that the indication is for up to 23 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without a sterile lot numbers or return of the device, there is no indication that this these events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.